Event description:
After successful vf induction, device charged to 30j but delivered 10.8j with a >200 ohm impedance. Second charge to 30j with 9.9j delivered and >200 ohm imped. Pt required external rescue. A loud "pop" was noted with each delivery.